Event description:
The pt called alleging that the m and the c button does not work. They has had an issue with the meter for the past 1-2 weeks. In the meantime they had been using their family member meter to test their blood glucose. The pt woke up one day (date unk) feeling shaky, sweaty and weak and went to the fridge and drank some oj and felt better afterwards. They tested on their family member meter and obtained a reading in the 200's and then took insulin. They contacted their md who informed them to call the pharmacy for assistance. The pharmacy reffered them to contact lfs. They mentioned that the meter had not been dropped. At this time there is no evidence of a serious injury. Since the m and the c button was not working and the ccr was unable to resolve the issue and sent them a new meter.